Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The events of pain and "cheek became hard and started throbbing" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient called to report that they were injected in the cheeks with 2 syringes of juvéderm voluma® xc. Patient advised during the injection, "the syringe broke off and product squirted into the cheeks, causing severe pain." It was clarified that the needle disengaged in their face and their "cheek became hard and started throbbing.¿ patient also advised they felt "a lot of pain." The patient was provided with "hyaluronidase." The symptoms are ongoing.

Event description:
Additional information from the healthcare professional revealed only 1 syringe was injected in the right cheek.

Manufacturer narrative:
Additional data: